Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated no further information was available pertaining to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient was given other oral medication and was now fine. No further actions were required to resolve the issue and the rigidity following the replacement was considered resolved (per patient).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml with an unknown daily dose via an implantable pump by continuous simple dosing for an unknown indication for use. The patient was reportedly always refilled with baclofen 500 mcg/ml. During a replacement surgery, after pump interrogation (before pump was replaced) the hcp and technician noted that the concentration programmed into the clinician programmer was different than what was present in the pump. The concentration programmed in the pump was 1000 mcg/ml and not 500 mcg/ml. It was noted that the patient has always been refilled with baclofen with a concentration of 500 mcg/ml. It was reported that the physician decided to leave this setting unvaried and refill the pump with a concentration of 500 mcg/ml. No patient symptoms were reported. No further information was reported. No complications were reported/anticipated.